Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
An anonymous social media user posted a narrative that stated this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on a fresenius cycler (model unknown) experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the social media post, it was reported this patient initially experienced symptoms of severe abdominal pain, cloudy peritoneal effluent fluid, nausea and edema around the pd catheter (not a fresenius product) exit site (date of initial symptoms was not provided). The patient was prescribed broad spectrum antibiotics for 8 days (type, route, dose and frequency not reported) and peritoneal effluent fluid cultures were obtained for testing. Following a 5-day culture growth, it presented with gram-positive cocci. A white blood cell (wbc) count was obtained; however, per the initial reporter, there were no wbcs in effluent. The patient was treated for a peritonitis infection yet there was some dispute whether the patient received a peritonitis diagnosis. The patient stated they were first told by a nurse there was no sign of infection per laboratory results. When the culture presented growth after day 5, it was inferred the peritonitis diagnosis was justified despite this patient not clearly stating so in the posting. The patient attributed the peritonitis infection to an accidental disconnect from the patient¿s pd catheter and the patient line of the cassette. Their pd catheter was disconnected for a total of 5 to 7 seconds per the patient which led to a contamination per the patient. The patient¿s nurse disagreed with this assessment, but an alternative cause of this infection was not provided. Though the patient stated there was an accidental disconnection, there was no indication this was a malfunction or deficiency of any fresenius product(s) or device(s), rather it was suggested by the patient that fresenius should put an extra security clamp to prevent accidental disconnection. It was presumed the patient continues ccpd therapy while they are recovering from this event with clearing peritoneal effluent fluid and persisting abdominal pain.

Event description:
An anonymous social media user posted a narrative that stated this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on a fresenius cycler (model unknown) experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon review of the social media post, it was reported this patient initially experienced symptoms of severe abdominal pain, cloudy peritoneal effluent fluid, nausea and edema around the pd catheter (not a fresenius product) exit site (date of initial symptoms was not provided). The patient was prescribed broad spectrum antibiotics for 8 days (type, route, dose and frequency not reported) and peritoneal effluent fluid cultures were obtained for testing. Following a 5-day culture growth, it presented with gram-positive cocci. A white blood cell (wbc) count was obtained; however, per the initial reporter, there were no wbcs in effluent. The patient was treated for a peritonitis infection yet there was some dispute whether the patient received a peritonitis diagnosis. The patient stated they were first told by a nurse there was no sign of infection per laboratory results. When the culture presented growth after day 5, it was inferred the peritonitis diagnosis was justified despite this patient not clearly stating so in the posting. The patient attributed the peritonitis infection to an accidental disconnect from the patient¿s pd catheter and the patient line of the cassette. Their pd catheter was disconnected for a total of 5 to 7 seconds per the patient which led to a contamination per the patient. The patient¿s nurse disagreed with this assessment, but an alternative cause of this infection was not provided. Though the patient stated there was an accidental disconnection, there was no indication this was a malfunction or deficiency of any fresenius product(s) or device(s), rather it was suggested by the patient that fresenius should put an extra security clamp to prevent accidental disconnection. It was presumed the patient continues ccpd therapy while they are recovering from this event with clearing peritoneal effluent fluid and persisting abdominal pain.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by nausea and abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined at the time of this report. In social media posting, the patient¿s assessment of the root cause of this infection was disputed by a medical professional. Though the cause was unknown, a majority of peritonitis infections are caused by non-adherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In this case, since gram-positive cocci are typically the normal flora of human hands, skin and the aerodigestive tract, it provided evidence this infection was more than likely the result of touch contamination. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.